Event description:
The pt reported that the ezbolus button no longer responds to presses, seems flat and does not click.

Manufacturer narrative:
The pump was returned to animas for eval. The bolus button was found to be visibly torn. The bolus was found to be intermittently responding.